Manufacturer narrative:
Based on the info provided, no definitive conclusions can be made. The pt has multiple co-morbidities including obesity, type ii diabetes, colon cancer, and renal failure. It is unclear how the composix kugel mesh 'bowed' into the fascial defect. It is noted that postoperative the pt developed acute renal failure, thought to be a result of systemic inflammatory response syndrome, complicated by diabetes. The info provided indicates that the pt developed and was treated for recurrence, and adhesions, which are known adverse events listed in the IFU. A lot number was not provided, therefore a mfg review is not possible. There is no indication of defective mesh, and no product has been returned for eval. If any additional info is obtained, a f/u MDR will be submitted. The composix kugel (#1) implanted on (B)(6) 2006 was reported to the FDA in accordance with (B)(4). See MDR 1213643-2012-00371 for info related to the composix kugel (#2) implanted on (B)(6) 2007.

Event description:
The following is based on medical records provided by the pt's attorney: (B)(6) 2006 - pt underwent repair of incisional ventral hernia with implant of composix kugel mesh (#1). On (B)(6) 2007 - pt underwent repair of recurrent ventral hernia with implant composix kugel mesh (#2). Abdominal wall defect was adjacent to the previously repaired hernia, good coverage with mesh (#1). No bowel entrapment. No adhesions. On (B)(6) 2008 - surgeon noted: "I could feel a cone of his mesh popping through the abdomen." Pt underwent repair of recurrent ventral hernia. An area of composix kugel mesh (#2) was noted to have become unattached from the abdominal wall and was explanted. Lysis of adhesions was performed. Composix kugel mesh (#3) was implanted. On (B)(6) 2009 - operative note states that the pt "is very active through playing golf and keeps sliding his mesh into the hernia sac and recurring the hernia superiorly." Pt underwent repair of recurrent ventral hernia. Extensive lysis of adhesions was noted to be a very difficult dissection, and the mesh was freed up from the small intestine and the abdominal wall. The mesh was found to have bowed into the previous defect. There were no enterotomies created, and minimal serosal impingement of the bowel. Both composix kugel mesh (#1 and #3) were explanted, and a non-bard mesh implanted.